Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, an increase in capture threshold on the left ventricular (lv) channel was observed. All other electrical parameters were in range. The lv lead was capped and replaced with no adverse consequences to the patient.